Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the ra and rv leads had undersensing. This ra lead also had increased thresholds, oversensing and out of range impedances with arm movement. The pacemaker was programmed to vvi. There is no record of intervention at this time.